Event description:
A customer reported that an error code related to the footswitch displayed during a cataract extraction procedure. Add'l info provided indicated the footswitch stopped working. The sys was exchanged to complete the case without pt harm. Add'l info has been requested.

Manufacturer narrative:
The facility did not request svc. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this footswitch. The root cause is unk. (B)(4).